Event description:
It was reported that it took the physician several attempts to correctly insert the lead to reach the target of stimulation, during a lead trial implantation. After correct placement of the lead, impedance measurements were found to be good and the lead was connected to a percutaneous extension which was connected to a multi lead trialing cable. Impedances were then checked again with electrode #7 out-of-range (tested at 1.5v). A new trialing cable was tested but impedance results remained out-of-range. The lead was disconnected form the extension and tested with impedances greater than 20,000 ohms. They left the lead implanted and programmed around electrode #7. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
The initial MDR was filed as mfg. Report # 3007566237-2011-09350. Additional information received clarified that the correct manufacturing site was site #6000153.

Event description:
Follow-up information reported indicated that on (B)(6)-2011 the lead was connected to a neurostimulator and reprogrammed around electrode #7. It was noted that the patient was ok.